Event description:
It was reported that the holding pin for acetabular cup alignment tool is cross threaded. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110018823 item name g7 positioning guide post lot # zb7175657 g2: foreign: canada the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6;h10. The product was returned and evaluated. Visual examination of the returned product identified the rod had scuffing along the shaft and damage to the first thread. The post had scuffing in two locations. The threads of the post have been damaged to the length of the hole. The rod was returned inside of the post and was able to be removed, reinserted, and threaded in by hand. Root cause unchanged. It is unknown if the devices were damaged prior to the reported event or during this one. The devices were able to be separated and re-inserted. This complaint cannot be confirmed. The devices were able to be separated and re-inserted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.